Event description:
It was reported that the patient was "never having therapeutic effect". The patient could not bear the pain. He was taking oral medication. The patient was at home and reported status as fair. A single tone alarm was reported to be going off periodically since april. Imaging studies included x-ray and CT scan that were done the previous week and were normal. During a pump fill the log report showed 16 days of the month the pump had reset itself. It was later reported by the hcp that the event was an underdose due to which the patient had increased pain. There were no alarms and no volume discrepancy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The other relevant components include: product ID 8709sc serial# (B)(4)1 implanted: (B)(6)2010 product type catheter all previously reported patient, device and eval code-conclusion codes have been update to current codes can be found below. Patient code (B)(4) apply to the pump. Device code (B)(4) applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2017-aug-08 reported an issue with the medication. The patient stated they used to be on hydromorphone from implant until about 2011 or 2012. The patient stated that the medication was turned up really high, but was not helping with the pain. It was stated they added some type of numbing medication (name unknown) in 2011 or 2012 and that helped for a while. The patient stated that they currently had dilaudid added about 2012 or 2013 and stated that was working well. The does and concentration for hydromorphone, dilaudid, and unknown medication was unknown. It was noted that the numbing medication was added to the hydromorphone. The indication for use was non-malignant pain and other non-malignant pain. The patient inquired about how long before the pump needed to be replaced as at refill on (B)(6)2017. The fill slip showed elective replacement indicator (eri) of 1 month. The healthcare professional thought the patient had until (B)(6) before the pump needed to be replaced. The patient noted being on the road and needed to know when the pump needed to be replaced. It was noted the patient needed to follow up with hcp regarding when to replace the pump. No troubleshooting done prior to call, an out of box failure was not reported, anda medical/therapy problem associated with small parts was not reported. The symptoms were not as a sudden change in therapy/symptoms. It was noted that the patient had moved. No further complications were reported/anticipated.